Manufacturer narrative:
It was reported it was an endurant cuff implanted in patient 2 as treatment for the endoleak, size unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; up to 10 years follow-up after evar with the endurant stent graft system: a single- center experience salemans pb, lind rc, van der linde ra, pierie mp, fritschy wm the journal of cardiovascular surgery 2021 feb 26 (online ahead of print) doi: 10.23736/s0021-9509.21.11643-x. Concomitant medical products: unk-cv-sr-endur-ii, s/n:unknown ; use by date: unknown ; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and endurant ii stent grafts were implanted in 165 patients in the endovascular treatment of infrarenal abdominal aortic aneurysms on unknown dates between 2009 and 2012. The medium pre-operative aneurysm diameter was 62mm. The following malfunctions were observed; endoleak type ia, ib, ii, iiia, v and unknown the following adverse events were observed; aneurysm enlargement, rupture, occlusion, bleeding, perforation, pneumonia, re-intervention patient mortality was reported of which there were 3 aneurysm related deaths. These patients all presented with a ruptured aneurysm with type ia (n =2) and type ib (n = 1) endoleaks. One of these patients died after emergency surgery to repair the endoleak by banding and laparotomy. The second patient had a proximal cuff implanted, the endoleak persisted and no further treatment was performed at the patients request. The third patient had a rupture aneurysm due to a type ib endoleak and was not treated at their own request.